Event description:
(B)(6) 2014 provider alleged the arm of the transmission for the cyclical lever drive is slipping and not catching the gear. Provider alleged the cyclical lever drive is grinding and arm is bending.